Event description:
A report from (B)(6) stated that after 48 hours of use on patient, a tracheal tube cuff deflated. The customer then changed the device. No patient consequence were reported.

Manufacturer narrative:
Covidien has requested the device be returned for evaluation. (B)(4).